Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient continued to experience the alarm. The doctor would like to know the occurrence trend of the device malfunction situation to decide whether to replace the pump including pump cable or only modular cable. As the patient's heart state was not good, the doctor was nervous to replace the modular cable only.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a driveline communication fault occurred and a system controller exchange was performed. The alarm occurred again on (B)(6) 2026, and another controller exchange was performed. Despite the exchange, the problem reappeared and the controller was replaced once again. The log file captured driveline communication fault alarms beginning at 1814 on (B)(6) 2026. The log file from the newer controller confirmed the continuation of the alarm. It was recommended to exchange the modular cable. As of on (B)(6) 2026, the modular cable had not yet been replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.